Manufacturer narrative:
9733856: work order passed. No failure found. 9733763: per (B)(4), exams not to protocol. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system was running very slowly and took longer than expected to load exams. It was also difficult to adjust the images. When attempting to archive the exams to load on another system, the system appeared unresponsive. This caused less than one hour delay to surgical time. There was no reported impact on patient outcome.